Event description:
It was reported that the patient presented to the hospital not feeling well. The pulse generator made a beep sound. The device was explanted and discarded by the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.